Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed to deliver full energy pulses during testing. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(6) has been completed. During servicing, the monitor failed to deliver full energy pulses during testing. Upon eval, there was corrosion on the defibrillation board which damaged multiple components including t2, t3, d4, r15, q8 and u3. The cause of the failure to deliver full energy pulses is a short at a bi-phasic controller component q12. The cause of the short is corrosion on the defibrillator board. The cause of the corrosion is contamination. The root cause of the contamination is liquid ingress. No adverse event resulted from the defective components. The last pt to use this monitor did not report any deficiencies.